Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had turned off without giving a low battery alert. The customer¿s blood glucose level was 350 mg/dl at the time of the incident, bolused with the insulin pump and went down to 277 mg/dl. The customer replaced the batteries and the display returned. Customer was assisted with troubleshooting and mentioned the device was exposed to moisture. There were no alarms found in the history after the fluid exposure. Self-test was completed and passed. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.